Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, (B)(6).

Manufacturer narrative:
D6 - explant date: (B)(6) 2025.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. The explanted devices will not be returned.